Event description:
The pump was delivering magnesium sulfate in standard mode with a rate of 50ml/hr. Pt reported not feeling well and became non-responsive. Serum magnesium elevated. Required administration of gluconate to lower magnesium level. Pt recovered and discharged.